Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1, e2, e3, of the initial medwatch was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress such as hitting/dropping distal end or chemical stress such as glue deterioration. The event can be detected by following the instructions for use (IFU) section: IFU states methods of detection in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the evaluation of the physical device, it was found that the distal end cap was cracked, and the customer's allegation was confirmed as the angulation was not to specification. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had a leak at the distal end and movement issue. The issue was found during receipt inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the distal end cap was cracked. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.